Event description:
Additional information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported when exploring "these" cases, and repairing the leak, it seemed to emanate from the dural entry site and the catheter seemed to be holding the hole open in a coronal (side-to-side) plane. It was stated, "revising/refining the implantantation approach might lessen the problem."

Event description:
It was reported there was a catheter issue, specifically a suspected cerebrospinal fluid (csf) leak at the entry point of the proximal catheter. This required a surgical intervention to suture the leak site around the catheter/dura junction. The healthcare professional (hcp) believed the new stiffer material of the catheter was preventing the dura from creating a seal around the need point entry. The patient had csf tracking all the way back to their pump, creating "quite a lot of fluid at both her spinal and pump wounds". During the intervention, a small tear in the catheter was observed. The hcp was unsure if this was pre-existing or possibly occurred at this time. The cause of the tear was unknown; the manufacturer representative (rep) questioned whether the tear occurred because of a surgical instrument (touhy needle at the time of implant) or if it was due to a weakness that lead to "tearing by itself in the body". A small piece, with a visible tear, was removed and the hcp reconnected the intact pieces with a collet from an accessory kit. The patient had increased spasticity specified as along the catheter track. The patient was still in the hospital as of (B)(6) 2015. The patient was listed as "alive - no injury". The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
Analysis of the catheter (sn (B)(4)) found no significant anomaly. The catheter body was torn/broken/melted at or after the explant and did not affect infusion. The catheter was received in 1 segment. Under microscope inspection, damage/melting was seen on the catheter body. The damage did not go through the lumen of the catheter. There was no leak seen during pressure testing. It was not possible to determine how/when the damage may have occurred. The damage/melting was not related to the "manufacture of the catheter".

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported the patient was "getting" back on a suitable dose, but was still working through to the optimal dose. They planned on admitting the patient for "another burst of rehab" now that the patient was getting the baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.